Event description:
It was reported that device dislodged following release from the delivery catheter during the implant procedure. The device was retrieved and reimplanted to resolve the event. The patient was in stable condition.